Manufacturer narrative:
Handpiece got hot. Handpiece failed specs due to complete bur bearing failure on turbine. Replaced head drive. Replaced water hoses and water valve.

Event description:
It was reported that a midwest e mini 1:5 ca overheated; no injury resulted.